Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator and was able to verify customer's reported problem . To resolve the reported issue, the flow valve of the unit was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 unit exceeded the high limit of the tidal volume. Patient involvement associated with the reported event is unknown at this time.